Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an error 2 message. This complaint was classified using the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2012 at an unknown time. The patient reported that she tested with the subject meter and obtained an unknown blood glucose result with the subject meter. The patient manages her diabetes with self adjusting insulin (unknown type). The patient reported that the meter blood glucose result continued flashing for several seconds on the display, so she inserted the used testing strip again to see if this would power off the meter. At this time, the meter displayed an error 2 message. She reportedly repeated this several times, obtained several readings and each time inserted the used strip and got an error 2 message. The patient reported that she did not trust the meter result because of the error 2 message and so she stopped using the meter. She continued to administer insulin but guessed on how much to take and reduced how much she ate. On (B)(6) 2012 at approximately at noon she became sweaty which she associated with being low. The patient reported that a friend assisted her with food and drink and that she felt better afterwards. The patient reported that she believe the readings from her meter to be inaccurate, due to the error 2 message, therefore the meter readings did not contribute to her symptoms. During the time of troubleshooting, the cca was able to assist the patient with the auto shut off meter behavior, and the alleged issue was resolved. The cca confirmed that there was no misuse of the meter and this was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood sugar due to the alleged issue, therefore mismanaging her diabetes, and developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.